Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient first started experiencing the infection in (B)(6) 2017. There was no troubleshooting performed related to the infection due to the rep being notified after the device explant had occurred. It was unknown if the infection was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient¿s device was explanted due to infection. The device was not going to be returned. No device issues reported.